Manufacturer narrative:
The device was not returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be conclusively determined.

Event description:
It was reported that approximately 3 weeks after the implantation of an intraocular lens into the left eye, the patient stated their distance and near vision wasn''t clear. Roughly eighteen months post-implantation, the lens was exchanged for a different model iol. In the surgeon¿s opinion, the most likely cause of the event is dysphotopsia. Patient outcome is good. This report is for the patient''s left eye. Right eye reference: 0001313525-2024-00091.